Event description:
It was reported that stent dislodgement occurred. An unspecified guidewre was used then a 4.00mm x 24mm promus premier¿ stent was advanced over the wire. It was noted that while loading the stent delivery system on the wire, the stent dislodged from the balloon outside the patient. The procedure was completed with a non bsc stent. The patient was unharmed during the procedure and no patient complication reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).